Event description:
Procedure was performed on the sfa. The long, calcified, diffuse disease was pre-dilated with a 5x100 balloon. The physician then deployed 7x150 protege everflex stent first, and then overlapped it with another protege everflex. Both stents deployed fine, and there were no problems. They went to do a final run and saw the tip of the first stent delivery system in the popliteal and used a snare to remove it. No injury to the patient reported.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.